Manufacturer narrative:
Review of the device history records indicate the devices were manufactured and accepted into final stock with no reported discrepancies. There have been no other events for the lot referenced. It was noted that the device is not available for evaluation. Additional information, if received, will be provided in the supplemental report upon completion of the investigation. Not available.

Event description:
Patient had primary surgery approximately 30 years ago. Patient had a competitor¿s shell and liner and an unknown stryker head and stem. Patient was revised on (B)(6) 2017 for wear of the competitor¿s liner. Stryker unknown head was revised to a new stryker v40 head. Surgeon revised patient again on (B)(6) 2017 as the incorrect taper was implanted. The patient was implanted with a morse taper adapter sleeve and a 36mm c-taper head.

Manufacturer narrative:
An event regarding user error involving a metal head was reported. The event was not confirmed. Device evaluation and results: a visual, functional and dimensional inspection could not be performed as the device was not returned. Medical records received and evaluation: no medical records or x-rays were made available for evaluation. Device history review: device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies complaint history review: there has been no other event for the lot referenced. Conclusions: it was reported that a metal head with incorrect taper was implanted due to which the patient had to be revised with a morse taper adapter sleeve and a 36mm c-taper head. The event could not be confirmed nor the root cause determined as sufficient information was not provided. Further information such as return of device, operative reports, x-rays, histopathology reports, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened.

Event description:
Patient had primary surgery approximately 30 years ago. Patient had a competitor¿s shell and liner and an unknown stryker head and stem. Patient was revised on (B)(6) 2017 for wear of the competitor¿s liner. Stryker unknown head was revised to a new stryker v40 head. Surgeon revised patient again on (B)(6) 2017 as the incorrect taper was implanted. The patient was implanted with a morse taper adapter sleeve and a 36mm c-taper head.